Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited high out-of-range shock impedance measurements. Commanded shocks were performed, and shock impedances were still greater than 125 ohms. This lead was surgically abandoned. No additional adverse patient effects were reported.